Manufacturer narrative:
(B)(4). Correction: the manufacturing site name and address were entered incorrectly in the inital medical device report and have now been corrected.

Manufacturer narrative:
(B)(4).sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis (pd) nurse (n) on (B)(6) 2010, who verified the patient did not develop any symptoms as a result of this incident. There was no patient injury and no need for medical intervention. The pdn stated this patient had other things going on that were not related to the pd therapy or baxter products. The device was discarded and no companion sample was available. No further information was provided. This complaint for a system error 2240 (air in set) that occurred during drain 1 of 4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) had disconnected during dwell 1 and didn't get back in time. The hp re-connected to the machine while it was alarming se 2240. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 (indicating air in the set) with the homechoice machine during drain 1 of 4. The home patient (hp) had disconnected during dwell 1 and did not get back in time. The hp re-connected to the machine while it was alarming se 2240. Proper procedures per the user manual were reviewed with the caller and the hp would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.